Event description:
During a therapeutic endoscopic retrograde cholangiopancreatography with balloon dilatation and stent placement procedure for additional stent placement, the patient, who already had two uncovered wallstents in place, underwent a new stent deployment. The distal cover broke during the procedure. The broken cover became lodged inside the newly deployed wallstent. The physician was able to retrieve the broken cover after several attempts using a rat tooth grasper. No patient harm was reported, and the procedure was completed.